Manufacturer narrative:
Date of report: 14nov2018. Date of manufacturer: 13nov2018. Philips field service engineer (fse) replaced the distribution panel interconnections to resolve the reported issue. The device successfully passed performance specification testing after the repair was completed.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the machine is not switching on. There was no patient or user harm reported. The event date was not specified; estimate used.